Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use an 840 ventilator had a compressor inoperative. There is no allegation of patient harm or injury. The service engineer replaced the hepa filter to correct the issue. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Compressor muffler (intake filter) was returned to covidien/medtronic¿s failure analysis. A visual inspection found the muffler/intake filter was speckled with darker color dirt/dust particles with obstructed material. An investigation was performed and the identified root cause of the reported issue was isolated to vendor process, the issue will continue to be internally investigated.